Manufacturer narrative:
Customer stated they use lithium heparin pst tubes for accutni testing. The samples are loaded onto the instrument through the cta and aspirated from the primary tubes for analysis.a system check performed on (B)(6)2010 met specifications. Qc was performed after the event and all results were within the customer's established ranges.a field service engineer (fse) was dispatched: a) the fse performed a hardware verification procedure which met specifications. B) fse stated he did not find any hardware issues.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result, above the ami cut-off, for one patient. The original sample was re-tested on this system and on a different instrument and obtained results were within the normal reference range. The results were reported out of the lab.no reports of death, injury, or change to patient treatment have been reported in connection with this event.